Event description:
A us distributor reported that a monitor's case was damaged the response buttons were not functioning and there was residue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case/response buttons/ residue) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the front response button switch was contaminated and multiple components on the defib and pca board. The root cause for the damaged connector was excessive force. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.